Manufacturer narrative:
An investigation of the reported condition was performed. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the defect described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Based on the investigation and analysis, the possible root cause would be the worker mixed the blown product from the weighing machine. As a continuous improvement, the supplier had updated related standard operating procedure to clearly specify the inspection process and disposition method during weighting process, trained the operators to pay strict attention on this during weighting process. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: (B)(6) 2018 an investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported two missing from the band of gauze.